Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with a gore excluder device featuring c3 delivery system. The 18 fr gore dryseal sheath would not advance past the iliac bifurcation, so the physician ballooned at the bifurcation, allowing the sheath to advance into position. After the trunk was fully deployed, the ipsilateral internal iliac artery (iia) was seen to be occluded. It appeared that the distal end of the trunk was covering the vessel, because, the 16 cm device was approx 0.5 cm too long for the pt's anatomy. The physician also stated that the ballooning at the iliac bifurcation may have contributed to the iia occlusion. No further intervention was performed, and the pt is doing okay.